Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the performance test had failed. To fix the issue, the fse replaced the drive assembly and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance that the cardiosave intra-aortic balloon pump (iabp) unit failed the drive manifold test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.